Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-04-20 h.6. Investigation summary one sample and one photo were provided to our quality team for investigation. The product was visually inspected, burrs were observed along the plunger. A device history review was performed for reported lot 1907298, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The areas where pieces run in manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, these burrs are a molding defect which can generate during the molding process. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 20ml e/t had a molding defect which left sharp protrusions. The following information was provided by the initial reporter: "rough cutting".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml e/t had a molding defect which left sharp protrusions. The following information was provided by the initial reporter: "rough cutting".